Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h11 corrected field: h6 medical device problem code (changed from "a08" to "a090208") the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: smashed connector tip. Based on the results of the investigation, root cause could not be identified as reported malfunction was not reproduced. It is likely the following led to the malfunction: smashed connector tip was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head will not balance white. There was no report of patient harm.